Event description:
It was reported through litigation process that, on (B)(6) 2021, a patient underwent left port placement procedure for an unknown medical condition. Approximately, one year, two months and seven days later, on (B)(6) 2022, the patient presented with erythema and had issue in accessing the port. It was also reported that patient had increased pain, swelling over the port site and cellulitis. Subsequently, the port was removed on the same day. It was further reported that approximately two days later on (B)(6) 2022, patient was diagnosed with methicillin resistant, coagulase positive staphylococcus aureus infection which was confirmed through blood culture. Further patient was diagnosed with left port infection. Subsequently new port was implanted. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.